Event description:
On jan 28, 2008, unomedical was informed by e-mail from medical quality and regulatory affairs assistant, regarding with a near incident involving the manual pulmonary resuscitator, adult, single pt use, batch 05-12. Customer states that his customer noticed an air leakage because of no fixation of membrane nozzle of duck. This incident intervened during an emergency intervention. Medical staff tried to stop leakage with thumb. The pt, in cardio respiratory stop, died. On feb 05, 2008 unomedical received a complete event description stating that the pt was a male who had a brain tumor. He became sick in his bathroom and came back to bed by nurse's aides and call of the doctor. Pt had a shock condition by possible pulmonary emboly. Patient died 20 mins later. Customer also stated that it's difficult to know the cause of the patient's death. (Cardiac or pulmonary emboli stop). Near incident occurred in another country.

Manufacturer narrative:
Our investigation and tests of the returned sample confirm that the tidal volume generated by the returned defective product exceeds the minimum requirements by standard iso 8382, and therefore our product did not cause nor contribute to the pt death. We have unsuccessfully tried to obtain the death certificate. The investigation showed that the duckbill valve failure was due to incorrect assembly by production operator. The complaint ratio for this defect is approx 1 in 400,000 units. The defective product received from reporter was tested for tidal volume using a similar test method described in the iso 8382 at the hospital. It was attached to a respirometer and tidal volume testing was repeated 20 times. In no test was the tidal volume less than the minimum 600 ml. Required by standard iso 8382 and the average was 631.75 ml. In addition, samples of different mpr sizes were tested under the same condition by removing the duckbill valve and the minimum tidal volume was attained. In conclusion, the defective device functioned as required. The following corrective actions have been taken: retraining of production and quality personnel in their work instructions. Implementation date: immediately. Add more detailed instructions for use to each mpr device. Implementation date: 2008.